Event description:
About forty days ago, I transitioned from using a dexcom g6 to a dexcom g7 with my tandem t:slim x2 insulin pump. Since making this transition, I have noticed nightly sensor out of range alerts. Today, I have experienced these alerts at 12:50 am, 1:09 am, 2:50 am, and 3:04 am. On one occasion, after being out of range, the sensor came back within range to find my blood glucose had dropped to 47 mg/dl. Since transitioning to the g7, I have always worn and used the g7 and the tandem t:slim x2 as instructed. The range is claimed to be 20 ft. When the out of range alerts occurred, the g7 and pump were on the same side of my body and less than one foot apart. About three weeks ago, I called dexcom on this issue. Dexcom said it was a tandem issue and that I needed to call tandem. Since then, I have spent many hours on the phone with tandem technical support trying to resolve the issue. I have followed every step and instruction they have asked me to perform, all to no avail. I have now learned that I am not alone in dealing with this issue. Apparently, many others are reporting the same problem. I am seeking the FDA's help before someone is seriously injured. Ref report: mw5158342.